Event description:
The infusable pressure infusor mesh tore along the side seam. The bag had been pressurized to approx 300mmhg - the pressure indicator was within the green area. The bag was replaced. No specific lot number visible, but the reorder number is in-9000.

Manufacturer narrative:
The returned sample was evaluated and the problem reported was verified. The sample was visually examined and measured. The product was found to be manufactured according to current specifications. The pressure infusor is a single pt use device used for invasive pressure monitoring, infusion of fluids, for irrigation during surgery, and is intended for use by a physician, nurse or clinical specialist or technician. The netting is used to retain the fluid bag in place as the pressure from the infusor / air bladder is transferred to the retained fluid bag in turn "squeezing-out" the fluid. There is no direct device contact with the pt or others. Related to the problem reported the result of this problem would be loss of pressure to the fluid bag. The effect on the pt would depend on use, if the infusor was being used for invasive monitoring, the fluid would no longer be over arterial pressure, which would potentially cause the pt's blood up the tubing. As per the pouch label and instructions for use (IFU) this device is intended for 1000cc fluid bags and is pressurized to a maximum of 300mmhg. Prior to being shipped this device has been tested to ensure proper performance and integrity during normal use. As per the IFU, if the device is not holding air and/or operating within the stated pressure range, the device should not be used. Therefore, the pt would not suffer any serious injury or death. Based on the investigation results, the root cause of the reported problem cannot be determined. This incident appears to be isolated and unusual. Possible contributing factors to this event may have been inflating the infusor beyond specifications and/or inserting a fluid bag that was larger than 1000cc.